Event description:
It was reported that the patient experienced a shocking/jolting sensation in the neurostimulator pocket. The patient had turned the device off a year ago. The patient's physician wanted to revise the device, but the patient was unsure if she wanted to continue with the therapy. Additional information was requested. If additional information is provided, a follow up report will be sent.

Event description:
Additional information received reported the patient experienced shocking when a heating pad was placed over the complete back area (B)(6) 2012. The reporter stated that the heating pad was one that the heat was activated once the package was opened and the heating pad was placed over the device. The reporter stated that shocking was felt at the pocket site and that shocking incidents have occurred in the past. It was stated that when the device was off, the shocking stopped and so the patient turned off the device when the shocking happened. It was noted that when stimulation was off, the patient had more urgency and frequency issues and did not take oral medication for symptom relief, as stimulation did not provide as much "symptom control." It was stated that the patient was on program 2 with amplitude0.55 volts, but was at 0.95 volts before the shocking incident. It was further stated that the patient was able to successfully turn stimulation back on and would adjust accordingly. The reporter stated that they had addington's disease and did not want more surgeries and considered having the device removed once the battery depleted. The patient had an appointment (B)(6) 2012 and wanted the manufacturer representative present. No additional information was available at the time of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Lead: model 3093-28, lot v272019, implanted: 07/16/2009, explanted: na. Extension: model 3095-10, serial (B)(4), implanted: (B)(6) 2009, explanted: na. Programmer: model 3037, serial (B)(4).

Manufacturer narrative:
(B)(4).